Event description:
It was reported patient underwent vanguard total knee arthoplastyy on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to tibial loosening. The bearing and a competitor's tibial tray were removed and replaced with biomet bearing and tibial tray.

Manufacturer narrative:
This follow-up report is being filed to correct information. At the time of the initial medwatch it was believed the event involved a competitor tibial tray but it was a biomet UK product. This medwatch corresponds with the event reported on medwatch report 0009610576 -2012 - 00017.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."

Event description:
It was reported patient underwent vanguard total knee arthoplastyy on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to tibial loosening. The bearing and tibial tray were removed and replaced.